Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The account later communicated that the electroencephalogram (eeg) and head CT scans were negative. Blood thinning medication was given to the patient. The patient ultimately received a transplant on (B)(6) 2021. Heartmate ii lvas, serial number (B)(6) was returned and evaluated under manufacturer's investigation conclusion 2916596-2020-06296. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU lists hemolysis and other neurological events (not stroke-related) as adverse events that may be associated with the use of heartmate ii lvas. Additionally, this document lists neurologic dysfunction as a potential late post-implant complication that may be associated with the use of heartmate ii lvas. Section 6 outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 12jan2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's weight has been estimated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an episode of chest pain with dysarthria. The patient had dizziness, became disoriented, was unable to follow commands and had incoherent speech. The patient a computed tomography (CT) and there were no acute findings on the CT. The patient had elevated tropins, lactate dehydrogenase (ldh), and free hemoglobin. Following the CT, the patient was again coherent and able to follow commands. A left heart catherization showed severe left ventricular dysfunction and low end diastolic pressures in the left ventricle.